Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medial ag received the following complaint description: it was reported that the breathing set (ref. (B)(4) was replaced with a new breathing set (ref. (B)(4), lot 202153). Following replacement, the device successfully passed the pre-operational checks, including flow sensor calibration and tightness check. The device was subsequently connected to a patient and ventilation was initiated in pcv+ mode. Shortly after the start of ventilation, the device generated the alarms ¿high peep¿ and ¿exhalation obstructed.¿ the patient was manually ventilated (hand bagged) until the breathing set was replaced. No harm to the patient was reported.